Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #8 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #8 key will occur following the selected key's function (eg, when the #1 key is pressed 18 will be displayed; when in alphabetic mode and the "abc" key is selected, av will be displayed interfering with the mdl drug search). The keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.

Event description:
It was reported that a pump keypad will "double push." The customer stated there was no pt injury.